Event description:
Rec'd information that during an implant procedure the physician was not able to insert the extension into channel 1 (contacts 0-7), while the same extension could be plugged without problems in the channel 2 (contacts 8-15). A new activa ins was used and the problem was solved. It was possible to plug the extensions so the whole system was implanted. The pt suffered no injury and is okay.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.